Manufacturer narrative:
A wound wash out at the patient's ipg site was reported to abbott. During the procedure the physician noticed the infection on the patients ipg site. As a result, the entire system was explanted. As a result, a device history record was performed to review and confirm the sterility of the ipg. Based on the documents reviewed, the source of the infection remains unknown.

Event description:
It was reported that company representatives were notified on (B)(6) 2023 of a wound wash out at the ipg site. During this procedure the physician noticed the infection on the patients ipg site. As a result, the entire system was explanted.